Event description:
It was reported that a homechoice had an unknown system error alarm. This event occurred in drain three and drain four of peritoneal dialysis therapy. There was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1006 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, electrical testing, and simulated therapy were performed and nothing was found that could have caused or contributed to the reported problem. The cause of the condition was determined to be a faulty power supply. To correct the condition, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.